Manufacturer narrative:
.

Event description:
Failure to alarm; the phn had complained of no alarm occuring. Despite pooling of fluid under drape. Phn using channel drain and then had to change to round drain as product shortage. It was with the round drain that pooling occured and no alarm. Patient currently back on channel drain no complaints of pooling.

Event description:
Failure to alarm; the phn had complained of no alarm occuring. Despite pooling of fluid under drape. Phn using channel drain and then had to change to round drain as product shortage. It was with the round drain that pooling occured and no alarm. Patient currently back on channel drain no complaints of pooling.